Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A scrub nurse reported reduced suction during a surgery. The scrub nurse tightened the tip and flushed the handpiece, but the surgeon still reported that there was no suction. The cassette was exchanged and the surgery was completed without harm to the pt. Add'l info has been requested, however, no add'l info is expected to return.